Manufacturer narrative:
UDI: gtin not found. This product was distributed prior to implementation of unique identifier (UDI) requirements and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that the patient while under general anesthesia that she may have pacemaker/defibrillator in place. The implant procedure was cancelled. Patient was doing fine.